Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the anti-slip layer was ripped off of the label, the cable was damaged in that the cores inside it were twisted and the light-emitting diode window of the upper case was damaged. The label, cable and upper case were all replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.